Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion with 75-99% stenosis in the rca. Lesion pre-dilation was performed using a 2.0 x20 mm balloon and a 3.5 x20 mm platinum chromium stent was advanced with relative difficulty to the distal lesion. The physician then tried to advance a resolute integrity stent; however it was not possible to advance the device, even at the ostium of the artery. Several attempts were made to advance the device and further pre-dilation was performed, however it was not possible to advance the device to the intended location. An integrity stent was then used successfully to treat the lesion. No clinical sequelae were reported. Evaluation summary: the hypotube, core wire and distal shaft were kinked in multiple locations. The guidewire entry port was slightly torn. The balloon had not been inflated. The stent was positioned correctly on the balloon. Multiple stent struts were slightly deformed and raised.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target lesion exhibiting 75%-99% stenosis). Inherent risk of procedure (stent deformation) 3211 stent deformation. Conclusion results: known inherent risk of a procedure (stent deformation) 50 device failure related to patient condition (target lesion exhibiting 75%-99% stenosis). (B)(4).